Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g2, h6.

Event description:
Patient reported a right-side rupture, "folding, plus a knot in the right side area" and pain. Healthcare professional reported a right side silicone extends from the implant just below the surface of the skin, need to remove granuloma, capsular contracture baker grade unknown, possible rupture, and exchange. While on the call sterling stated the patient had an MRI that notes "extra capsular silicone covering an area of approximately 3cm". The device has been explanted.

Event description:
Healthcare provider noted "silicone granuloma".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : not observed. Pain: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Crease/folding of implant : not observed. Granuloma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: device is observed assessed as intact and functional. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported a right-side rupture, "folding, plus a knot in the right side area" and pain. Healthcare professional reported a right side silicone extends from the implant just below the surface of the skin, need to remove granuloma, capsular contracture baker grade unknown, possible rupture, and exchange. While on the call sterling stated the patient had an MRI that notes "extra capsular silicone covering an area of approximately 3cm". The device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported a right-side rupture, "folding, plus a knot in the right side area" and pain. Healthcare professional reported a right side silicone extends from the implant just below the surface of the skin, need to remove granuloma, capsular contracture baker grade unknown, possible rupture, and exchange. While on the call sterling stated the patient had an MRI that notes "extra capsular silicone covering an area of approximately 3cm". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : no observed. ¿ pain : unable to observe since it is a medical event and is not related to the device. ¿ visibility/palpability : unable to observe since it is a medical event and is not related to the device. ¿ crease/folding of implant : no observed. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ white particles observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side "rupture and pain." The device remains implanted.